Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with test electrode belt) was confirmed. Upon eval, the monitor failed incoming testing and displayed a code 204. The cause of the code 204 and test failure is a disruption in communication between the monitor and test electrode belt. The cause of the disruption in communication is a loose connection at the j1001 belt connector on the computer/ analog board. The root cause of the loose connector cannot be positively identified. No adverse event resulted from the damage connector.

Event description:
A us distributor returned a monitor indicating that it would not communicate with an electrode belt.